Event description:
It was reported that when using the bd pyxis¿ medbank tower no checkmark appeared for nurse when trying to pull controlled medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to see the checkmark when trying to pull a controlled medication. The technical support specialist (tss) found that a coworker had possibly rejected the request, which caused it to be blocked for the user. The request was re-approved and verified under rx verify in my q link cr. The customer confirmed that everything was working correctly. The system functioned as intended after the technical support specialist resolved the issue on the device.